Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for two patient samples compared to a laboratory using an unknown reagent. This medwatch will be for the unknown strip lot used for one patient. Refer to the medwatch with patient identifier (B)(6) for strip lot 36887712 used for the other patient. The result from meter was 5.5 inr and result from the laboratory was 3.0 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.0 inr. There were no hematocrit issues, no direct thrombin inhibitors, no heparin therapy, no lupus, no antiphospholipid antibodies, no diet changes, no new medications, no changes in normal medications, no new illnesses, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer did not return any material for investigation. Without these materials to investigate, a specific root cause could not be determined. Retention test strips were tested in comparison to the masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.